Manufacturer narrative:
1 device that was pending was evaluated and it was determined the device experienced brake/steer pedal is inoperable; must use alternate pedal which is not reportable. Upon completion of the investigation on one of the devices; it was determined that the serial number was reported incorrectly. Section h codes have been updated. Because of this, the number of reported events has been changed from 9 to 7.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.